Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella insertion site was changed to the right femoral artery due to when inserting from the left femoral artery the impella diverging during the first 8fr sheath insertion. Insertion was achieved using a 16fr sheath after difficulty with a 14fr dilator. Contrast imaging revealed bleeding from the left femoral that was punctured, resulting in coil embolization being performed. Hemostasis was confirmed through contrast enhanced computer tomography, hand compression was used for 1 hour as a precautionary measure. Reportedly there was no bleeding at the impella insertion site. However, the bleeding continued from the left femoral puncture, the impella was removed early the following day to end the heparin administration.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.